Event description:
It was reported that a transcatheter aortic valve was implanted during a transfemoral transcatheter aortic valve implantation procedure in a patient with chronic heart failure, an ejection fraction of 18%, a pre-existing pacemaker, and a very tortuous abdominal/thoracic/descending aorta that required use of a long sheath. The patient was intubated pre-procedure and left femoral artery access was used. During valve deployment, the first deployment was described as too deep on the non-coronary cusp and the valve was fully recaptured, the second deployment was described as too shallow on the left coronary cusp and the valve was partially recaptured, and a third/final deployment was achieved with reported depths of 8 mm on the non-coronary cusp and 6 mm on the left coronary cusp. No pre-dilatation or post-dilatation was performed. Hemodynamics reportedly showed no gradient, with no aortic insufficiency and no paravalvular leak, and no known vascular complications were reported; the left femoral artery was closed with one closure device. The patient went hypotensive prior to transfer, then stabilized and was moved to the cardiac intensive care unit. An echocardiogram noted no effusion. Approximately one hour later, the patient experienced cardiac arrest and required multiple rounds of cardiopulmonary resuscitation; rhythm was restored and computed tomography was performed for assessment.

Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-2329 (lot: 0013387407); product type: 0195-heart valves; product ID d-evolutfx-2329 (lot: 0013426711); product type: 0195-heart valves. A select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.